Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. Associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral epithelial ingrowth, observed at one week post lasik flap lift re-treatment. Patient noted light sensitivity. Upon additional follow up, reporter indicated the topical steroid was increased, and the patient issue was resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.